Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone (norethindrone) since 2010. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced swelling ("swelling"), headache ("headaches"), weight increased ("weight gain"), weight decreased ("weight gain and loss"), fatigue ("fatigue"), menstrual disorder ("abnormal cycles"), hypersensitivity ("allergic / hypersensitivity reaction") and endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), inflammation ("inflammation"), menorrhagia ("ongoing menstrual bleeding"), allergy to metals ("allergic to nickel") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery ((B)(6)2010- partial removal of the). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain, abdominal pain lower and menorrhagia was resolving, the inflammation had resolved and the swelling, headache, weight increased, weight decreased, fatigue, menstrual disorder, hypersensitivity, allergy to metals, endometriosis and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, endometriosis, fatigue, headache, hypersensitivity, inflammation, menorrhagia, menstrual disorder, swelling, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information and product information were added, event severe and permanent injuries updated with events: endometriosis, severe and persistent abdominal pain, cramping, inflammation, swelling, headaches, weight gain, weight gain and loss, fatigue, ongoing menstrual bleeding, abnormal cycles, allergic / hypersensitivity reaction, allergic to nickel. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("sections of fallopian tube with chronic inflammation") and abdominal pain ("severe and persistent abdominal pain") in a 39-year-old female patient who had essure (batch no: 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. On (B)(6) 2010: status post essure placement: no evidence of free intraperitoneal leakage of contras. Previously administered products included for an unreported indication: yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) and norethisterone (norethindrone) since 2010. In (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced swelling ("swelling"), headache ("headaches"), fatigue ("fatigue"), menstrual disorder ("abnormal cycles"), hypersensitivity ("allergic / hypersensitivity reaction") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and weight decreased ("weight gain and loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), inflammation ("inflammation"), menorrhagia ("ongoing menstrual bleeding"), allergy to metals ("allergic to nickel") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy and bilateral partial salpingectomy, removal of essure). Essure was removed in december 2010. At the time of the report, the salpingitis, swelling, headache, weight increased, weight decreased, fatigue, menstrual disorder, hypersensitivity, allergy to metals, endometriosis and mental disorder outcome was unknown, the abdominal pain, abdominal pain lower and menorrhagia was resolving and the inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, endometriosis, fatigue, headache, hypersensitivity, inflammation, menorrhagia, menstrual disorder, mental disorder, salpingitis, swelling, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2010: removal of essure bilaterally, bilateral partial salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Pathology test: on an unknown date: submitted in two parts in formalin. Part one labeled "right fallopian tube with essure" is a 6.9 cm. In length x 0.7 cm. In diameter segment of fallopian tube. Portions of fimbria are present at one end. A coiled strand of silver nonferrous metallic surgical hardware (essure) protrudes from the isthmus. Rep. Transverse sections, including portions of fimbria are submitted. Part two labeled "left fallopian tube with essure" is a 3.1 cm. In length x 0.8 cm. In diameter segment of fallopian tube. Fimbria arc not present. A coiled strand of silver nonferrous metallic surgical. Hardware (essure) protrudes from one end, rep transverse sections are submitte. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("sections of fallopian tube with chronic inflammation") and abdominal pain ("severe and persistent abdominal pain") in a 39-year-old female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. *(B)(6)2010: status post essure placement: no evidence of free intraperitoneal leakage of contras. Previously administered products included for an unreported indication: yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) and norethisterone (norethindrone) since 2010. In november 2009, the patient had essure inserted. In january 2010, the patient experienced swelling ("swelling"), headache ("headaches"), fatigue ("fatigue"), menstrual disorder ("abnormal cycles"), hypersensitivity ("allergic / hypersensitivity reaction") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and weight decreased ("weight gain and loss"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), inflammation ("inflammation"), menorrhagia ("ongoing menstrual bleeding"), allergy to metals ("allergic to nickel") and mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (bilateral partial salpingectomy, removal of essure). Essure was removed in december 2010. At the time of the report, the salpingitis, swelling, headache, weight increased, weight decreased, fatigue, menstrual disorder, hypersensitivity, allergy to metals, endometriosis and mental disorder outcome was unknown, the abdominal pain, abdominal pain lower and menorrhagia was resolving and the inflammation had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, endometriosis, fatigue, headache, hypersensitivity, inflammation, menorrhagia, menstrual disorder, mental disorder, salpingitis, swelling, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6)2010: removal of essure bilaterally, bilateral partial salpingectomy diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Pathology test - on an unknown date: submitted in two parts in formalin. Part one labeled "right fallopian tube with essure" is a 6.9 cm. In length x 0.7 cm. In diameter segment of fallopian tube. Portions of fimbria are present at one end. A coiled strand of silver nonferrous metallic surgical hardware (essure) protrudes from the isthmus. Rep. Transverse sections, including portions of fimbria are submitted. Part two labeled "left fallopian tube with essure" is a 3.1 cm. In length x 0.8 cm. In diameter segment of fallopian tube. Fimbria arc not present. A coiled strand of silver nonferrous metallic surgical hardware (essure) protrudes from one end, rep transverse sections are submitte. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received. Event salpingitis and lot number added. Historical & concomitant drugs, conditions were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.